Event description:
It was reported that this right ventricular (rv) lead was attempted due to the lead perforated the rv apical. In addition, a paracentesis was performed. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction to correct h6 patient code and impact code. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. The complete lead was retuned intact and not severed. The helix was retracted and there was a dried body fluid that was noted in the helix housing. The electrical continuity testing passed which indicating conductors were intact and the visual inspection showed that the lead tip or helix appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to the lead perforated the rv apical. In addition, a paracentesis was performed. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction to correct h6 patient code and impact code.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to the lead perforated the rv apical. In addition, a paracentesis was performed. This lead was never in service. No additional adverse patient effects were reported.